Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, particles in airway from device related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date,an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging particles in the tubing/chamber, particles in the airway from a device related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third party for further evaluation. The device was evaluated. There was no mention of visual findings on the external part of the device. The internal aspect of the device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The third-party service center concluded that they could not confirm the customer's allegation and that there was no visible foam degradation.